Manufacturer narrative:
(B)(4). Date sent: 1/27/2020. Additional information requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device?no, the part of white tissue pad break away from the clamp arm of the device. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Event description:
It was reported that the white tissue pad was fallen off during procedure. The fallen piece was retrieved by forceps and was disposed. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that "no instrument uses remaining" screen displayed by generator during procedure. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.